Manufacturer narrative:
Additional information was received stating that the customer's blood glucose (bg) level was 40 mg/dl. Reportedly, the cause was customer's healthcare provider updated the pump basal and bolus rates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), weakness, and sweating. Reportedly, customer required assistance from partner to treat bg level via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.